Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event was estimated d4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: analysis of calcium patterns in the thoracic aorta and clinical outcomes of tavr patients presenting with porcelain aorta

Event description:
The article, "analysis of calcium patterns in the thoracic aorta and clinical outcomes of tavr patients presenting with porcelain aorta", was reviewed. The article presented a retrospective, single center study to analyze the calcification patterns of the thoracic aorta in porcelain aorta (pa) patients and to evaluate their clinical implications for transcatheter aortic valve replacement (tavr) procedures. Devices included in the study were portico (abbott), sapien 3 or sapien 3 ultra (edwards lifesciences), evolut r or evolut pro (medtronic), and accurate neo 2 or lotus (boston scientific). The article concluded most tavr patients with pa exhibited noncircular calcification. The most extensive calcifications were primarily in areas relevant to surgical manipulation. Patients with pa displayed low short-term mortality and relatively few stroke events. In view of these findings, tavr constitutes a valid treatment option for patients with pa and aortic stenosis. [The primary and corresponding author was markus krane, department of cardiovascular surgery, institute insure, german heart center munich, school of medicine & health, technical university of munich, lazarettstrasse 36, 80636 munich, germany, with corresponding email: krane@dhm.mhn.de]. The time frame of the study was from november 2014 to december 2022. A total of 161 patients were included in the study, of which 1 (0.62%) received an abbott device. The average age was 77.2 years and the majority gender was male. Comorbidities included coronary artery disease, peripheral artery disease, prior percutaneous coronary intervention, prior coronary artery bypass graft, chronic obstructive pulmonary disease, history of stroke, pacemaker implant, past radiation, atrial fibrillation, and porcelain aorta.

Manufacturer narrative:
Summarized patient outcomes/complications of portico valves were reported in a research article in a subject population with multiple co-morbidities including coronary artery disease, peripheral artery disease, prior percutaneous coronary intervention, prior coronary artery bypass graft, chronic obstructive pulmonary disease, history of stroke, pacemaker implant, past radiation, atrial fibrillation, and porcelain aorta. Complications reported included surgical intervention (pacemaker), unexpected medical intervention (post-dilatation), cardiac tamponade, stroke, bleeding; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: date of event was estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature: article title: analysis of calcium patterns in the thoracic aorta and clinical outcomes of tavr patients presenting with porcelain aorta.